Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative found the hanger and active irrigation (ai) module to have debris, so they cleaned the affected areas. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 16, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to debris on the ai module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported active irrigation issues prior to a surgical procedure. There was no patient involvement.